Event description:
Surgeons requested 200 micron laser fiber. Slimline 200 fiber delivery device was opened. Surgeon began using the fiber but complained that it is not working. It made a clicking sound which is different than the usual sound when pedal pressed. Surgeons requested another fiber; new fiber worked.

Event description:
Surgeons requested 200 micron laser fiber. Slimline 200 fiber delivery device was opened. Surgeon began using the fiber but complained that it is not working. It made a clicking sound which is different than the usual sound when pedal pressed. Surgeons requested another fiber; new fiber worked.